Event description:
"The nurse noted excoriation of the pt's skin around the PICC line. The nurse discontinued the use of biopatch on the pt and the excoriation (on pt's skin surrounding PICC line) has resolved. The nurse did not save product for analysis."

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported info.